Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chronic infections around abutment site and subsequently was treated with antibiotics (type and date not reported).